Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. P-cap locked in place properly during testing. Unit passed displacement test and self test. Unit was successfully downloaded to thump. Pump was cut open for visual inspection of electronic components. No moisture damage or anomalies were noted. Unit received with serial number label damage ( stained), cracked case-corner of belt clip rails, cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. In summary, customer allegation for moisture damage was not confirmed due to pump showing no signs of corrosion and pump operating properly after battery installation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1884 was requested and customer response was the device was been returned for analysis.